Event description:
Customer reported a false negative cocaine result with their lateral flow drug screen test vs positive result when tested at a lab. Customer reported that the icup device is having false negative results on donor urine specimen. Faint lines developed for cocaine (coc) and multiple other drugs. When sending to an unk lab they confirm positive. The other multiple drugs were unk to the customer. The customer did not provide the drug and its concentration that was confirmed by the reference lab. Several attempts were made to contact the customer yet no response was received to what levels were tested at in the reference lab. Customer stated that the donor was sent to (B)(6) for further testing and the donor produced a new specimen for their testing. Coc cut-off is 300 ng/ml.

Manufacturer narrative:
Investigation pending.